Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-jul-2025, the user reported that the ilet touchscreen was cracked after the device fell when the clip got stuck while exiting a car. The screen was no longer functional. Blood glucose was not affected.